Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient's mobile power unit (mpu) had stopped working. There were no lights, alarms, or any output being received from the device.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu not working was confirmed with the returned mobile power unit. The evaluation of the returned mobile power unit revealed compromised/damaged components on the printed circuit board preventing the unit from supplying power. The submitted log file did not capture any data relating to the mobile power unit not working. A root cause of the damaged component could not be determined during analysis. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed. Heartmate 3 instructions for use includes ¿replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.